Event description:
The patient died 3 days post implantation of a cypher stent. Medical history included unstable angina and 30% lvef. Few details were available, only that the stent was implanted with a crush technique and the patient was discharged on dual anti-platelet therapy. The event was adjudicated as a probable stent thrombosis in the absence of an autopsy or angiography.

Manufacturer narrative:
The product could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and death are potential adverse events associated with coronary artery stenting. Review of the available information suggests that vessel/lesion characteristics (left main bifurcation stenosis treated with a crush technique) may have contributed to this event.